Manufacturer narrative:
The malfunction was duplicated and attributed to extreme liquid damage within the device. A crack was found in the front enclosure and it appears that there was water ingress from this point of entry. The display chassis, front enclosure and the monitor board were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.